Manufacturer narrative:
(B)(4). The customer reported problem of "alarm f38" was confirmed during on-site evaluation the cause of the reported problem was damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the problem. If additional information is available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.